Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited low amplitudes on the right ventricular (rv) lead; however, technical services (ts) noted that no undersensing was observed. Additionally, the system exhibited high capture thresholds on the right atrial (ra) lead. Upon review of the presenting electrogram (egm), ts suspected that the ra lead exhibited loss of capture (loc). The right atrial automatic threshold (raat) test was noted to be either greater than the programmed amplitude or suspended, and ts recommended an in-clinic evaluation for further assessment. No adverse patient effects were reported. This ra lead remains in service.